Event description:
A maquet vasoview hemopro was used for vein harvest from the patient's right leg. The physician assistant saw the rubber tip of the hemopro broke off on the camera/monitor, pulled it out from the patient's leg and the piece that broke off was retrieved. There was no patient harm. The piece that broke off from the tip of the hemopro was sent to maquet together with the device. Please also note this is the third report since june 2018 that we have submitted. Re: defective hemopro devices. Manufacturer response for electrosurgical, cutting coagulation accessories, vasoview hemopro (per site reporter). We received an acknowledgement letter from getinge that they have opened complaint to document their investigation.